Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that six syringes 10ml ll s/c 200 experienced foreign matter contamination. The following information was provided by the customer: material no.: 302995 batch no.: 8330748. It was reported that on (B)(6) 2019, multiple material and packaging defects were identified during visual inspection. Verbatim: during visual inspection of syringes (10ml) conducted on (B)(6) 2019 bd lot 8330748 (a01998), multiple material and packaging defects were identified: visible matter attached to exterior of syringe within primary packaging: appears to be a thin strip of plastic attached to the tip of the syringe. 6 . Free floating visible particulates within primary packaging 8.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six syringes 10ml ll s/c 200 experienced foreign matter contamination. The following information was provided by the customer: material no.: 302995, batch no.: 8330748. It was reported that on (B)(6) 2019, multiple material and packaging defects were identified during visual inspection. Verbatim: during visual inspection of syringes (10ml) conducted on (B)(6) 2019 - bd lot 8330748 (a01998), multiple material and packaging defects were identified: visible matter attached to exterior of syringe within primary packaging: appears to be a thin strip of plastic attached to the tip of the syringe - 6. Free floating visible particulates within primary packaging ¿ 8.